Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain "), arthralgia ("severe hip pain "), back pain ("back pain "), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), dyspareunia ("pain during intercourse ") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (hysterectomy ). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, arthralgia, back pain, genital haemorrhage, abdominal distension, dyspareunia and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage and weight fluctuation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cholecystectomy and trichomonal vulvovaginitis. Concurrent conditions included chlamydial infection. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced the first episode of dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), pelvic pain ("pain"), migraine ("migraines") and headache ("headaches,"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), arthralgia ("severe hip pain"), back pain ("back pain"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain/ loss (weight gain)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with medroxyprogesterone acetate (depo-provera), analgesics and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, arthralgia, back pain, abdominal distension, dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, the last episode of dysmenorrhoea and weight increased outcome was unknown and the pelvic pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, back pain, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results: on (B)(6) 2017, surgical pathology report gross description: submitted in one part unfixed labeled "uterus" is an 86.8 gram intact hysterectomy specimen including uterine corpus, endocervix and cervix. Overall dimensions of the uterus are approximately 9.1 x 5.4 x 4.0 cm. The uterine corpus is covered by pink, smooth and glistening serosa. A 1.1 cm. In length x 0.5 cm. In diameter portion of fallopian tube stump is attached on the right and a 1.6 x 0.6 cm. Segment of fallopian tube stump is attached on the left. The endocervix measures approximately 2,6 cm. In length. The cervix measures 3.0 x 2.8 cm. In cross sectional dimensions and is covered by pink, smooth mucosa. The cervical os is slit-shaped and measures approximately 1.1 cm. In length. The anterior and posterior endocervical/cervical soft tissue surgical margins are inked in blue and magenta, respectively. A black suture ligature is seen along the low uterine segment/high endocervical soft tissue margin on the right, ligating apparent vascular structures. The uterus is bivalved into anterior and posterior uterine segments revealing the usual triangular-shaped configuration of the endometrial cavity lined by pink-tan, focally hemorrhagic lush endometrium. The endocervix is covered by pink-tan finely fun-owed mucosa with a small amount of surface hemorrhagic mucinous material. The transformation zone is well delineated. The specimen is formalin fixed prior to further dissection. Following formalin fixation, the endometrium exhibits a polypoid appearance. Sectioning the anterior uterine segment reveals the maximum thickness of the endometrium to be approximately 0.5-0.6 cm. The anterior myometrium is pink-tan and grossly unremarkable and measures up to 2.1 cm. In thickness. Sectioning the posterior uterine segment also reveals a polypoid-appearing endometrium measuring up to 0.6 cm. In thickness. The subjacent myometrium is pink-tan and grossly unremarkable and has a maximum thickness of approximately 2 .2 cm, sectioning through the right fallopian tube stump reveals a segment of coiled silver-colored, wire consistent with essure coil. The segment of fallopian tube is otherwise grossly unremarkable. Sectioning through the left fallopian tube stump also reveals a segment of coiled silver-colored wire grossly consistent with essure coil. This segment of fallopian tube is otherwise grossly unremarkable. Most recent follow-up information incorporated above includes: on 29-aug-2018: pfs received. Event added per pfs: abnormal bleeding (vaginal, menorrhagia), migraines, headaches, dysmenorrhea (cramping), weight gain. Event onset added. Pelvic pain was gone. She received depo-provera shots for abnormal vaginal bleeding and menorrhagia. Patient demographic details, race was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 678818) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cholecystectomy and trichomonal vulvovaginitis. Concurrent conditions included chlamydial infection, neck pain, rib pain, breast pain female and nausea. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced the first episode of dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), pelvic pain ("pain"), migraine ("migraines") and headache ("headaches,"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), arthralgia ("severe hip pain"), back pain ("back pain"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain/ loss (weight gain)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with medroxyprogesterone acetate (depo-provera), analgesics and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, arthralgia, back pain, abdominal distension, dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, the last episode of dysmenorrhoea and weight increased outcome was unknown and the pelvic pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, back pain, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results: on (B)(6) 2017, surgical pathology report. Gross description: submitted in one part unfixed labeled "uterus" is an 86.8 gram intact hysterectomy specimen including uterine corpus, endocervix and cervix. Overall dimensions of the uterus are approximately 9.1 x 5.4 x 4.0 cm. The uterine corpus is covered by pink, smooth and glistening serosa. A 1.1 cm. In length x 0.5 cm. In diameter portion of fallopian tube stump is attached on the right and a 1.6 x 0.6 cm. Segment of fallopian tube stump is attached on the left. The endocervix measures approximately 2,6 cm. In length. The cervix measures 3.0 x 2.8 cm. In cross sectional dimensions and is covered by pink, smooth mucosa. The cervical os is slit-shaped and measures approximately 1.1 cm. In length. The anterior and posterior endocervical/cervical soft tissue surgical margins are inked in blue and magenta, respectively. A black suture ligature is seen along the low uterine segment/high endocervical soft tissue margin on the right, ligating apparent vascular structures. The uterus is bivalved into anterior and posterior uterine segments revealing the usual triangular-shaped configuration of the endometrial cavity lined by pink-tan, focally hemorrhagic lush endometrium. The endocervix is covered by pink-tan finely fun-owed mucosa with a small amount of surface hemorrhagic mucinous material. The transformation zone is well delineated. The specimen is formalin fixed prior to further dissection. Following formalin fixation, the endometrium exhibits a polypoid appearance. Sectioning the anterior uterine segment reveals the maximum thickness of the endometrium to be approximately 0.5-0.6 cm. The anterior myometrium is pink-tan and grossly unremarkable and measures up to 2.1 cm. In thickness. Sectioning the posterior uterine segment also reveals a polypoid-appearing endometrium measuring up to 0.6 cm. In thickness. The subjacent myometrium is pink-tan and grossly unremarkable and has a maximum thickness of approximately 2 .2 cm, sectioning through the right fallopian tube stump reveals a segment of coiled silver-colored, wire consistent with essure coil. The segment of fallopian tube is otherwise grossly unremarkable. Sectioning through the left fallopian tube stump also reveals a segment of coiled silver-colored wire grossly consistent with essure coil. This segment of fallopian tube is otherwise grossly unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cholecystectomy and trichomonal vulvovaginitis. Concurrent conditions included chlamydial infection, neck pain, rib pain, breast pain female and nausea. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced the first episode of dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), pelvic pain ("pain"), migraine ("migraines") and headache ("headaches,"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), arthralgia ("severe hip pain"), back pain ("back pain"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain/ loss (weight gain)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with medroxyprogesterone acetate (depo-provera), analgesics and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, arthralgia, back pain, abdominal distension, dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, the last episode of dysmenorrhoea and weight increased outcome was unknown and the pelvic pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, back pain, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results: on (B)(6) 2017, surgical pathology report gross description: submitted in one part unfixed labeled "uterus" is an 86.8 gram intact hysterectomy specimen including uterine corpus, endocervix and cervix. Overall dimensions of the uterus are approximately 9.1 x 5.4 x 4.0 cm. The uterine corpus is covered by pink, smooth and glistening serosa. A 1.1 cm. In length x 0.5 cm. In diameter portion of fallopian tube stump is attached on the right and a 1.6 x 0.6 cm. Segment of fallopian tube stump is attached on the left. The endocervix measures approximately 2,6 cm. In length. The cervix measures 3.0 x 2.8 cm. In cross sectional dimensions and is covered by pink, smooth mucosa. The cervical os is slit-shaped and measures approximately 1.1 cm. In length. The anterior and posterior endocervical/cervical soft tissue surgical margins are inked in blue and magenta, respectively. A black suture ligature is seen along the low uterine segment/high endocervical soft tissue margin on the right, ligating apparent vascular structures. The uterus is bivalved into anterior and posterior uterine segments revealing the usual triangular-shaped configuration of the endometrial cavity lined by pink-tan, focally hemorrhagic lush endometrium. The endocervix is covered by pink-tan finely fun-owed mucosa with a small amount of surface hemorrhagic mucinous material. The transformation zone is well delineated. The specimen is formalin fixed prior to further dissection. Following formalin fixation, the endometrium exhibits a polypoid appearance. Sectioning the anterior uterine segment reveals the maximum thickness of the endometrium to be approximately 0.5-0.6 cm. The anterior myometrium is pink-tan and grossly unremarkable and measures up to 2.1 cm. In thickness. Sectioning the posterior uterine segment also reveals a polypoid-appearing endometrium measuring up to 0.6 cm. In thickness. The subjacent myometrium is pink-tan and grossly unremarkable and has a maximum thickness of approximately 2 .2 cm, sectioning through the right fallopian tube stump reveals a segment of coiled silver-colored, wire consistent with essure coil. The segment of fallopian tube is otherwise grossly unremarkable. Sectioning through the left fallopian tube stump also reveals a segment of coiled silver-colored wire grossly consistent with essure coil. This segment of fallopian tube is otherwise grossly unremarkable. Most recent follow-up information incorporated above includes: on 29-oct-2018: new mr received- lot number was added.concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), arthralgia ("severe hip pain"), back pain ("back pain"), abdominal distension ("bloating"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuation"), abdominal pain lower ("cramping") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dysmenorrhoea, arthralgia, back pain, abdominal distension, dyspareunia, weight fluctuation, abdominal pain lower and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and weight fluctuation to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "pregnancy, miscarriage, device ineffective, cramping, pain", reporter added from summon. On (B)(6) 2018: duplicate source document of fu1. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.